Manufacturer narrative:
The lens was then exchanged on (B)(6) 2018 for a similar lens and the problem was resolved. The reported stated that "all is fine now". Corrected data: the implantation date in the initial MDR is corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -7.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was damaged during the loading process and was recognized by the surgeon postoperatively after dilation. This was due to user technique error while loading the lens.